Event description:
It was noticed that at one hour into a nebulizer therapy it was taking almost two hours to complete. Our organization's staff tested four other nebulizers and they did not nebulize within specifications. Specifications are +/- 20%. The ones that were malfunctioning were +/- 30-50%. We were able to pinpoint it to one lot of product because we tested five other nebulizers with other lot numbers and they all functioned within specifications. Manufacturer is aware. They replaced the nebulizers with a different lot number and will complete their testing after we return the product.